Event description:
Overdelivery reported: the pump was programmed to infuse an unspecified infusate at 46.0ml/hr on the primary line at 1901 hours. It was reported that at 1928 hours, the infusion was complete and the pump progam was set at 46.0ml/hr, volume to be infused at 32.7ml and total volume delivered at 26.4ml. There was no info available related to pt event. Additional info has been requested, a follow-up will be submitted with any pertinent info recieved from the user facility.

Event description:
Error noted on initial medwatch submitted. Reported as an overdelivery complaint when actually the complaint was an underdelivery. There was no add'l info from customer despite repeated requests for specific event info.